Event description:
Impedances greater than 4000 ohms were seen on all or some of the bipolar electrode pairs. No pt symptoms or device troubleshooting was provided. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Result: lead or extension.